Event description:
A home patient (hp) reports several incidents of minicaps with insufficient povidone iodine. Hp noted sponges were yellow in color. No pt injury or med intervention related to these incidents per hp.